Event description:
It was reported that the patient files of the last interrogation session were not available. It should be noted that interrogations could be done and no error messages were displayed. An explanation was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient files of the last interrogation session were not available. It should be noted that interrogations could be done and no error messages were displayed. An explanation was required.

Manufacturer narrative:
Preliminary analysis could not confirm the reported behaviour because of the absence of the required files. However, loss of data could be a consequence of a sudden shutdown of the machine that happened during the step of database saving .

Event description:
It was reported that the patient files of the last interrogation session were not available. It should be noted that interrogations could be done and no error messages were displayed. An explanation was required.